Manufacturer narrative:
E1: establishment name: ibaraki prefecture welfare agricultural cooperative federation kenkoku medical center takahagi cooperative hospital the device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found these non-reportable findings: due to a crack on suction connector, water tightness was lost, due to a scratch on bending section cover, insulation resistance value at distal end does not meet the standard value, the bending tube was deformed, the bending section cover had a scratch, the adhesive on bending section cover had a chip, the suction connector had a scratch, the switch 1 had a scratch, the light guide lens had a crack, the plastic distal end cover had a scratch, the plastic distal end cover had discoloration, the connecting tube had a dent, the connecting tube had a scratch, the connecting tube had discoloration, lock engagement lever had a scratch, forceps elevator knob had a scratch, the up/down knob had a scratch, the right/left knob had a scratch, the protector of universal cord on suction connector side had a scratch, the scope connector cover unit had a scratch, the switch 2 had a scratch, the switch box had a scratch, the suction cylinder was shaved, the universal cord had a scratch, the grip had a scratch, the control unit had discoloration, and the control unit had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had air bubbles from the scope connector. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was a foreign object inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material in the nozzle¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU) from the obtained information. It was confirmed that the section of the device with the foreign material residue had no deformation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. ¿ IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.